Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they experienced a low blood glucose in the range of 40 mg/dl at the time of the incident. The customer treated with food and glucose tablets. The customer alleged the insulin pump was over delivering insulin because they experienced a severe low blood glucose without explanation. The customer's blood glucose during the call was 103 mg/dl. The customer reported going to their endocrinologist and they stated the settings seemed to be incorrect in the insulin pump at the time. The customer appeared confused and was unable to follow steps to complete the rewind process. No further troubleshooting was able to be completed as the line disconnected and the customer did not answer when called back. The insulin pump and reservoir will not be returned for analysis.